Event description:
It was reported that past instances of brief noise had been observed on the atrial lead. No patient symptoms were reported. The noise could not be reproduced. Potential sources of electromagnetic interference were identified in the patient¿s activities. No changes were made and the patient would be monitored through routine follow-up.

Manufacturer narrative:
(B)(4).